Event description:
Physio-control was performing scheduled inspections and testing at the customer facility and observed that the device failed power on self test. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control replaced the system/memory pcb's assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb's assembly and replicated and confirmed the reported event. Physio also observed worn contacts in the system to memory pcb's connector, designator j3, but could not conclusive determine root cause.